Manufacturer narrative:
Based on the information provided, the cause of the reported post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed by an intuitive surgical, inc. (Isi) technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported complaint with no service requests being created. No relevant errors were observed during this procedure. A review of the instrument logs for this procedure has been performed and the following was observed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: tip-up fenestrated grasper (part number: 470347-12 / lot number: k11211122-0306), large needle driver (part number: 471006-12 / lot number: k10211122-0349). A medical review of the event information provided was performed by an isi medical safety officer (mso). Per the mso, "this patient underwent an uneventful right hemicolectomy with no intraoperative complications and no other significant reported issues in the perioperative period reported up until discharge. All reported laboratory values and other parameters were within normal limits at the time of discharge. Two days after discharge and 9 days after the original surgery, the patient arrived in the emergency room in cardiac arrest. The root cause is unknown and no autopsy was performed. Based on the description of events, insufficient information is available to determine the root cause of this catastrophic event or any relation that may have occurred between the original procedure and this death." This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the patient returned to the hospital in cardiac arrest and expired. The surgeon stated that this was caused by a pulmonary embolism.

Event description:
It was initially reported that after a da vinci-assisted right hemicolectomy procedure, the patient returned to the hospital on post-operative day (pod) nine in cardiac arrest. CPR was initiated but a pulse could not be gained and the patient expired. The surgeon believed a pulmonary embolism caused the complication. The surgeon reported that there were no intra-operative complications. No formal imaging or autopsy was performed. The surgeon stated the patient had risk factors of malignancy, age, discharge to facility, and limited ambulation. The patient was initially discharged on pod seven with normal lab results, return of bowel function and minimal abdominal pain; the surgeon believes this is why an intra-operative complication is less likely. The patient was discharged home and maintained on lovenox throughout her post-operative period. The indication for the da vinci-assisted right hemicolectomy procedure was colon cancer.